Manufacturer narrative:
(B)(4).

Event description:
Since the implant surgery, the pt experienced redness and itchiness at the pump incision site. There was no odor at the site. The pt was taking antibiotics. Additional info has been requested, but was not available as of the date of this report.